Event description:
A staar sales rep reported one of his accounts was having a problem with the sfc-25 fp cartridge, lot number 1195938. The lens was being loaded properly but when it was advancing, the cartridge tip would split, so the lens would not eject properly. There was no patient contact or injury. An indigo-p injector was used but the contact was unable to recall the lot number.

Manufacturer narrative:
H6: evaluation: a work order search was performed and no similar complaints were found within this lot of product.